Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
Customer reported the unit would not charge and the technician's finding was thermal damage on the power supply, printed circuit board assembly (pcba). Visual inspection of the pcba found that the trace connected to the post that runs from the main board to the daughter card had shorted and burned the board.

Manufacturer narrative:
A review of the device history records (DHR) for reported serial number (B)(4) indicates product and specification requirements were met with no non-conforming product identified relating to this customer report. Product cannot be released unless it passes all quality and conformance requirements. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. The unit was returned for service and further evaluation. Visual inspection of the pcba found that the trace connected to the post that runs from the main board to the daughter card had shorted and burned the board. Upon inspection and triage, the following issues were found: thermal damage on the power supply and printed circuit board assembly (pcba). The following tests were performed on the unit: sleeve detection test, kink test, leak test, check valve test, and compression test. Both a and b ports were also tested for compression. Service has changed all parts in this unit that were either damaged, needed upgrade, or missing from the unit. The unit passed testing and was processed pursuant to current procedure. The unit was also run through hipot and the unit read each port correctly. The reported customer complaint is confirmed. The potential root cause was determined to be the daughter card had shorted and burned the printed circuit board assembly (pcba). This complaint will be used for tracking and trending purposes.